Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes phantom pro- gramming. The device was programmed to ddd mode, but when the patient was seen at the clinic, interrogation found it to be in voo mode. The microprocessor was downloaded, but the device still reverted to voo mode from any programmed mode.